Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with this reported complaint and completed a device evaluation. Failure analysis found the instrument to have a broken pitch cable at the distal end. The broken segment that contains the crimp was still installed in the clevis. Cable breakage may be attributed to reduction in the ultimate strength of the material, which may be the result of damage to the cable through external collisions during use or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument would not move along the inner pitch axis. The instrument was retracted and it was noticed that the cable was out of the pulley. The procedure was completed with another instrument of the same type and there was no report of patient harm, injury, or adverse outcome.